Manufacturer narrative:
Complaint is confirmed. Evaluation was performed and confirmed that the inner tube was broken off at the tip, not the weld location. Broken blade tip was returned for evaluation. Outer tube shows no signs of misuse. Critical dimensions and found no issue. This is a technique-dependent device and the most likely cause of this failure is user-related. Excessive force, lateral/side loading, and/or stalling of the device was used that caused the bur inner tube to break. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using the shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the c9940, 2.0mm sterling bur, during the surgery, tip of the inner shaft of this product was broken. The tip was retrieved. Pictures were provided. There was no patient injury or delay of surgery reported. This report is being raised based on device malfunction with potential for injury upon reoccurrence.